Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss - mobility. Date of incident incorrectly noted on the cf, clarified with the customer. Implant region 25 not healed, although implant exposure was actually planned, implant removed with gf.